Event description:
Journal reference: manca a, kumar k, taylor rs, et al. Quality of life, resource consumption and costs of spinal cord stimulation versus conventional medical mgmt in neuropathic pain pts with failed back surgery syndrome (process trial). Eur j pain. 2008;12(8):1047-1058. To assess health-related quality of life (hrqol) and cost implications of spinal cord stimulation plus non-surgical conventional medical mgmt (scs group) versus non-surgical conventional medical mgmt alone (cmm group) in the mgmt of neuropathic pain in pts with failed back surgery syndrome. A total of 100 pts in 12 centers were randomised to either the scs or cmm group. Costs and outcomes were assessed for each pt over their first 6-month of the trial. A total of 48 pts in the scs arm received an ipg. Reportable event: 13 pts required extra surgery to resolve complications such as lead migrations.